Event description:
Ous MDR - biotronik was notified by home monitoring about an alert of impedance parameters in the right ventricular lead. Pi scheduled a visit to check the system and found via x-ray that the right ventricular lead was broken. Rv lead replacement procedure was performed (B)(6) 2011. The date of implant was not provided

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.